Manufacturer narrative:
The tech found the bed lost ground due to a broken ground pin on the power cord. The tech replaced the power cord plug to repair the bed.

Event description:
The account alleged the power cord is broken.